Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was having a motor fault issue. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and a vyaire field service representative (fsr) evaluated the device onsite and found that the unit had a motor fault and a circuit disconnect. Performed calibration and an operational verification procedure (ovp), and everything passed. Motor driver board and turbine were replaced.